Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications.  From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. Based on the information available, a probable cause of unpacking damage has been assigned, as the issue occurred when handling the device without patient contact while removing from the dispenser hoop.

Manufacturer narrative:
Subject device not yet received.

Event description:
It was reported that during preparation, the guidewire broke into two pieces when it was being removed from the dispenser hoop. No further information was provided.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual analysis of the returned device noted that the guidewire had been separated at 93 cm from its proximal end. The guidewire was examined and noted to be bent on several places along its length. The bending on the guidewire appeared to be due to excessive manipulation. Review and analysis of the available information fails to indicate a definitive cause of the reported event.

Event description:
It was reported that during preparation, the guidewire broke into two pieces when it was being removed from the dispenser hoop. No further information was provided.

Event description:
It was reported that during preparation, the guidewire broke into two pieces when it was being removed from the dispenser hoop. No further information was provided.